Manufacturer narrative:
Product event summary: at analysis the referenced error prevented incoming testing from being performed and it was noted that the main board needed to be replaced. It was further noted that the red wire of the display was compromised and that therefore the liquid crystal display would need to be replaced. The unit was returned to the customer unrepaired. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator generated an error. The generator has been returned for service. No patient complications have been reported as a result of this event. It was further reported that the generator subsequently tested out of specification during manufacturer's analysis.